Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; white calcification 15%, fold creases, cloudy gel, deformation, weight within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side exchange from textured to smooth due to concern with the product and capsular contracture, baker grade: unknown.

Event description:
Healthcare professional reported a right side exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture, baker grade: unknown. The device has been explanted and replaced.